Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Based on the analysis of the device received, the inner channel and the outer cage are kinked. The findings meet us regulatory reporting criteria. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint conclusion: as reported by the field, during a mechanical thrombectomy to the m1 segment of the middle cerebral artery, an embotrap ii 5x33 revascularization device (et009533, 20m019av) would not advance through the .027 marksman microcatheter (mc) during advancement. There was no surgery delay due to the reported event. Another embotrap was used successfully, and the procedure was completed. No patient injury was reported. The resistance was first encountered inside the mc. No other devices were successfully used with the microcatheter prior to or after the encountered resistance. It was not necessary to remove the mc. The device did not appear to be damaged at any time. Nothing appear to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. No excessive force was applied to the device. There was minor tortuosity. The initial examination of the returned embotrap device identified significant deformation of the proximal and distal sections of the outer cage and inner channel of the embotrap device, and one missing proximal marker. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection under magnification i.e. Kinked proximal and distal struts of the outer cage and inner channel are consistent with damage resulting from attempted advancement of the device against significant resistance. The returned embotrap device was successfully passed through a 0.0195¿ tube up to the point where the residual thrombus material present on the distal tip of the device interacted with the flared ptfe tube. The thrombus material present prevented the remaining section of the distal tip from retracting through the ptfe tube. This confirms that the profile of the embotrap device where residual thrombus material wasn¿t present conformed to the specification for compatibility with 0.027¿ microcatheters. The thrombus material present on the device also resulted in resistance to advancement out of the 0.0195¿ tube, resulting in advancement of the proximal joint while the remainder of the device remained in place. This led to a failure of the proximal joint following advancement of the device out of the 0.0195¿ tube. This failure is a result of attempting to load and retract the device under conditions outside of clinical use. Device insertion and delivery assessments were performed using a sample embotrap device and a sample marksman microcatheter. The sample embotrap device successfully delivered into the lumen of the marksman microcatheter when seated correctly. No significant resistance to the advancement of the returned device was noted during the simulation. The complaint event, i.e. Resistance to delivery, could not be recreated with the sample embotrap device and sample marksman microcatheter. Recreations of failure to deliver in the hub of a sample marksman microcatheter were performed by varying the seating distance between the insertion tool and the microcatheter lumen in the microcatheter hub. This demonstrates that failure to seat the insertion tool correctly initially, or as a result of movement of the insertion tool due to failing to fully tighten the rhv, can result in failure to deliver in the microcatheter hub. Recreations of similar device deformation to that evident on the returned device were performed by continuing to attempt to advance the device against resistance following failure to deliver when the insertion tool was incorrectly seated. These assessments demonstrated that attempting to advance the embotrap device against resistance, such as when the device fails to deliver in the microcatheter hub results in damage to the proximal struts similar in appearance to the damage observed on the returned device. A device history review with lot 20m019av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The returned embotrap device exhibits key characteristics which are consistent with advancement of the device against significant resistance. A visual examination of the microcatheter used during the complaint event could not be carried out as the marksman microcatheter used was not returned. The returned embotrap device with damage present on the proximal struts was successfully retracted into a 0.0195¿ tube up to the point that residual thrombus material present on the returned device interacted with the inspection tube. This confirms compatibility with 0.027¿ microcatheters. A sample embotrap device was successfully delivered into a sample marksman microcatheter, confirming that an undamaged embotrap device is compatible with marksman microcatheters. Recreation of failure to load in the microcatheter hub was demonstrated by varying the distance between the insertion tool and a sample marksman microcatheter lumen. This simulation demonstrates that failure to deliver in the microcatheter hub can result from failing to fully seat the insertion tool initially or as a result of failing to maintain correct seating as a result of failing to tighten the rhv correctly. Simulations of advancing the device against resistance to recreate damage similar to what was observed on the returned embotrap device were carried out. These simulations demonstrated that advancing the device against resistance, for example when the device fails to deliver in the hub of the microcatheter, results in damage to the proximal similar to what was observed on the returned device. Based on the complaint event description, the damage observed on the returned embotrap device and the results of delivery simulations and recreation of damage to an embotrap device, the probable root cause of the complaint event is a failure to deliver in the microcatheter hub due to incorrect seating of the embotrap insertion tool. This may have occurred initially or resulted from failure to tighten the rhv correctly allowing the insertion tool position to move. As demonstrated incorrect seating of the embotrap insertion tool can result in a failure to deliver in the microcatheter hub, and attempting to advance an embotrap device against resistance results in damage consistent with what was observed on the returned embotrap. There is no indication that this complaint was as a result of a defect with the embotrap device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a mechanical thrombectomy to the m1 segment of the middle cerebral artery, an embotrap ii 5x33 revascularization device (et009533, 20m019av) would not advance through the .027 marksman microcatheter (mc) during advancement. There was no surgery delay due to the reported event. Another embotrap was used successfully, and the procedure was completed. No patient injury was reported. The resistance was first encountered inside the mc. No other devices were successfully used with the microcatheter prior to or after the encountered resistance. It was not necessary to remove the mc. The device did not appear to be damaged at any time. Nothing appears to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. No excessive force was applied to the device. There was minor tortuosity. Based on the analysis of the device received, the inner channel and the outer cage are kinked.